Event description:
It was reported that during surgery, the surgeon implanted a neutral liner but wanted to switch to an offset liner. The surgeon attempted to implant two offset liners, and neither would lock in. A neutral liner was implanted and there was about a 30 minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110017103 lot# 7606737 g7 finned 3 hole shell 52e. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00743. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product showed signs of use with gouging and scratches on both the od and ID of the liners. The scallops on both liners were damaged as well. Measurements of the damaged scallops were taken, and all were in spec. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.